Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 2000 ohms, loss of capture, high thresholds and loss of bi-ventricular. There was also some noise that the device was not picking up. The pacing configuration was changed and that seemed to alleviate all issues.